Event description:
The pt underwent a procedure in 2000 which was closed with the closer tsl 6 fr device. Eight days after the event date the pt was readmitted with a ruptured pseudoaneurysm. The femoral artery was surgically repaired with a graft. The culture reports of the drainage indicate escherichia coli, and klebsiella pneumoniae. Although requested, no further info was available.